Event description:
It was reported the patient was informed by their health care provider that a patient had had a "failure" when they flew of a jet ski and hit the water. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported they had no specifics regarding the patient's event although it was noted high impedances after physical events would have meant the patient would have needed to go back to the operating room. A follow-up report will be sent if additional information becomes available.